Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Device evaluation: visual analysis of the returned device identified the device had broken shell and missing shell. A weight test of the device was completed and the device was found to be underweight. A microscopic analysis was performed which identified a striated break. Based on the device analysis the final assessment is a striated(edge) opening in the anterior side due to surgical damage, and missing shell assessed as inconclusive. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device was explanted.